Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the bent cannula infusion set and high blood glucose event. The customer¿s blood glucose was over 400 mg/dl at the time of incident. Customer stated that they had no issue with the scarred or hardened tissues, no issue with the serter and tape not sticking. Customer also reported a high blood glucose of over 470 mg/dl and treated. Customer declined high blood glucose troubleshooting. The product is not expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).